Event description:
It was reported that a 6f angio-seal was selected for use. The patient experienced late bleeding followed by a retroperitoneal hemorrhage when the hemoglobin dropped from 12.3 to 5. The patient expired. The hospital provided limited information and attempts to obtain additional information have been unsuccessful. The implant date is unknown. This physician uses staff deployers, and this staff deployer is unknown.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal hematoma. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.